Event description:
Lap chole - "dr (B)(6) did 3 lap chole's today. We were not made aware of his concern until after the case. We were unable to get the product form return. Dr (B)(6) said that after 5 or 6 clips were fired the trigger began sticking in closed position. He said it would not return to the start / open position. He said he had to manually push the trigger back to the start / open position in order to fire another clip. He described the trigger as opening enough to remove the jaws from the vessel but not opening completely." Pt status: "ok"

Manufacturer narrative:
No product is being returned for eval but lot number is provided. A device history report is to be reviewed by engineering. A final report will be seen once the results have been analyzed.